Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. W/o the finished good lot number it is not certain if ther were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Twenty (20) device history records were reviewed. There were no non conformances issues for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. As of the day of this report, info has not been rec'd from supplier. Finished good product were rec'd into inventory w/o quality issues. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4). Item number sxmd2b409 finished good lot number - unk.

Event description:
It was reported that the needle did break. (B)(4).